Event description:
During set up for surgery hairline cracks were observed in the cassette, and the operator could not obtain sufficient aspiration through the cassette. Another co's surgical cassette was used. This type of event has occurred previously, but no additional information was provided regarding these previous events. There was no patient involvement and surgery was not delayed.